Manufacturer narrative:
Based on info obtained during our investigation, the c2000 incubator involved was not identified. All c2000 incubators at the facility were tested for proper operation and found to function as intended. The actual draeger disposable probe involved in the incident was not available for evaluation. The facility practice is to reuse draeger disposable probes until they fail to function and are aware that draeger disposable probes are intended for single use only. The c2000 incubator was being used in "skin mode" when the draeger disposable probe failure occurred. The c2000 incubator worked as intended by responding to the probe failure with an audible and visual alarm. If the user does not respond to this alarm condition the pt compartment heater will become disabled and the alarm will continue until the situation is corrected. The c2000 incubator was then switched to "air mode" after the probe failure was realized; however, the head doctor indicated that the nurses did not adjust the air temperature setting and therefore, could not regulate the temperature appropriately causing the pt to be under heated. Our draeger rep has conducted in svc training with the nurses and doctors for proper operation when using "air mode" setting. The use of the draeger disposable, single use probe is not recommended for repeated usage. The labeling affixed to the draeger disposable probe clearly states "disposable" and single pt use."

Event description:
On (B)(4) 2013 draeger rec'd a complaint regarding a c2000 incubator. The serial number info was not provided. It is alleged that while operating the c2000 incubator in "skin mode" utilizing a disposable probe ((B)(4)) the probe failed. It was reported that the pt developed hypothermia, which allegedly contributed to the pt's death. The date of the incident is (B)(6) 2013. Reference MFR complaint number (B)(4).